Event description:
The ICD involved in this report was implanted on (B)(6) 2011. During a f/u performed on (B)(6) 2011, ventricular oversensing (possibly due to noise) was reported. Ventricular pacing inhibition resulting from this oversensing was also confirmed. This pt presents atrial fibrillation (not related to the event), but spontaneous rate was observed around 60 min-1 (no bradycardia occurred). According to the pt, no specific movements that might cause this noise are suspected. Isometric tests were performed during the f/u, but no oversensing was observed. Next f/u is scheduled for (B)(6) 2011, and ventricular sensitivity will be re-programmed from current value (0.4mv) to a less sensitive value (0.8mv). Phd function is programmed off.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.